Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 217876815 was returned and analyzed. Visual inspection of the pebax segment area was performed. The inspection identified the tip of the catheter was slightly kinked between electrodes number four and five. In conclusion, the reported kink issue on the mapping catheter tip was confirmed through testing. The mapping catheter failed the returned product inspection due to loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter tip kinked. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.